Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 294 mg/dl and a corrective bolus was delivered to address the bg level. The customer cleared the alarm by priming the infusion set tubing.